Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the day of the event the patient was at the doctor¿s office for a schedule appointment, when the patient suddenly was confused and disoriented, and could not answer the doctor´s questions anymore. The doctor performed a fingerstick, and the cgm was reading 120 mg/dl, and the blood glucose reading was 22 mg/dl. The patient was treated by the doctor with a glucagon injection and was given soda. The patient recovered after treatment and no further treatment would have been needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.